Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that they experienced high blood glucose level of 600+ mg/dl. The customer was assisted with high readings. The customer stated that the pump did not deliver insulin. The customer was assisted with looking for active insulin on the status screen. The product was not returned for analysis.